Manufacturer narrative:
The device will not be returned for eval, a proper eval cannot be performed. Attempts have been made to reach the contact at the facility without success, however, continued attempts will be made.

Event description:
Sof-flex pediatric double pigtail ureteral stent was originally implanted on (B)(6) 2010 in a (B)(6) male pt. The pt's mother reported that pieces of the sof-flex pediatric double pigtail ureteral stent were being expelled during urination. Surgeon admitted child to perform procedure to remove the stent. Stent disintegrated and pieces were retained requiring subsequent procedures.